Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to short v-v intervals and non-sustained episodes of oversensing with noise. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.